Event description:
Reporter indicated that they were feeling "electrical surges" and experiencing erratic stimulation. The reporter also indicated that they were experiencing pain in the area of their pulse generator, and shortness of breath. The patient was subsequently admitted to the hospital. The patient indicated that the device was shocking them. At that time, the generator settings were decreased. Vns system diagnostic testing was performed and showed the device was delivering therapy; however, the magnet activations were not displaying. After the patient's settings were decreased, the patient no longer felt electrical surges, but the patient had seizures. X-rays were performed and didn't show any apparent anomalies. The generator was replaced. Vns system diagnostic testing was performed immediately prior to surgery and resulted in proper generator function. During generator replacement surgery no anomalies were noted with the replaced generator and the lead. The generator was programmed on to the same settings prior to the event.